Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual of the instrument noted the shaft was disassembled from the handle. Functionally, the handle was able to be actuated and cycled properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed conditions may occur if the instrument is handled roughly during use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic bilateral inguinal hernia repair, the tacker was working for 15 minutes but then had an unknown issue. There was no patient injury and no medical intervention was required.